Manufacturer narrative:
The device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. However, the device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and low battery alert. Customer also reported that the device was squirting out insulin during manual priming. Customer stated the drive support cap was flush. Blood glucose level at the time of the incident was 82 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.